Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 54mm abdominal aortic aneurysm . The physician planned an evar procedure with (B)(4) main body (with correct oversizing for the proximal neck) and preventive sac embolization with non-medtronic coils within the index procedure. It was reported that after the endurant stent graft system was implanted, ballooning of the proximal neck was performed using a reliant balloon. Angiography showed the presence of a type ia gutter endoleak. Ballooning was repeated but the endoleak persisted. The physician then placed the non-mdt coils to the aneurysm sac as planned and also delivered a few coils into the gutter of the type ia endoleak trying to resolve it. The type ia endoleak was shown again with another angiography. A CT scan without contrast was carried out just after the evar procedure, showing an infolding/invagination which involved the main body stet graft longitudinally. As per the physician the cause of the event was related to a device issue. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information; per the physician, the type ia endoleak is now resolved probably because of the implant of the coils, but the infolding of the graft remains. Film evaluation summary: the reported stent graft infolding was confirmed; however, the type ia endoleak could not be confirmed on the films returned due to the presence of CT artifacts. Although the exact cause of the infolding could not be determined, it is likely that implanting the bifurcate within the thrombus-filled neck led to the radial infolding and likely proximal endoleak. Implantation of a 32mm diameter bifurcate into a proximal infrarenal neck with an aortic flow lumen in areas of ~ 23mm of diameter, may have led to the infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Analysis of the returned films did not reveal any stent graft integrity issues medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.